Manufacturer narrative:
H.6. Investigation: one sample of was returned for quality investigation. The customer's complaint of foreign matter was verified by visual inspection. The sample returned was only the drip chamber of the infusion set. Inspection of the drip chamber spike indicated a red substance on the spike of the drip chamber in multiple locations. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. The root cause of this issue is determined to be an issue during the manufacturing process during the assembly of the drip chamber. The red foreign matter is grease used to lubricate the mold for the spike.

Event description:
It was reported that the as lvp 20d dehp 2ss cv bag spike was discolored. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the other part notes some discoloration on the bag spike that looks as though it is contamination of some sort. Was not used on a patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d dehp 2ss cv bag spike was discolored. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the other part notes some discoloration on the bag spike that looks as though it is contamination of some sort. Was not used on a patient."